Event description:
On (B)(6) 2001, a patient was implanted with an 8mm removable ringed stretch vascular graft in a bypass procedure from a bifurcated graft in the right internal artery to the external iliac artery. It was reported to gore that on (B)(6) 2007, the patient presented with a seroma of 60mm diameter. The physician adopted a wait-and see approach. On (B)(6) 2011, a CT scan revealed the expansion of the seroma from 60mm to 90mm. On (B)(6) 2012, an open surgery was performed to remove the seroma. The patient tolerated the procedure and is doing well.

Manufacturer narrative:
Lot number information was not provided and the device was not returned. Attempt(s) to acquire information required for this form was made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.